Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had an impedance measurement of greater than 3000 ohms and an apparent lead fracture. The lead was removed and successfully replaced. No patient complications have been reported as a result of this event.